Event description:
Per the clinic, the patient experienced chronic pain at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 21, 2017.